Manufacturer narrative:
Patient and device details unavailable at the time of this report, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced blood and crusting at the implant site and the site was cauterized using silver nitrate on (B)(6) 2008. On (B)(6) 2009, the hypertrophic skin overgrowth was excised and the patient was administered oral antibiotics. On (B)(6) 2009 a longer abutment was placed; however the issue could not be resolved. Subsequently, on (B)(6) 2009 granulation tissue was removed using silver nitrate. On (B)(6) 2013 the device was electively explanted.